Manufacturer narrative:
(B)(4). Additonal review with sr. Quality engineer indicates this is an event that is not reportable; thus, the MDR that was submitted on 10/03/2019 was sent in error.

Manufacturer narrative:
(B)(4).

Event description:
The rn meets resistance advancing the sensor past the tip prior to insertion and then it kinks; or the tightening cap loosens, the wire eases out and rn not able to reinsert. Rn had to remove the wire and do PICC without vps, which resulted in patient having cxr and delay in use of PICC. Rn did not save this defective device.